Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, when valve was deployed to 80% at a depth of 4 mm on the non-coronary cusp, an infold was observed in the valve frame. Subsequently, the valve was withdrawn from the patient and a new valve was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: d-evolutfx-34; lot #: unknown; ubd: unknown; UDI#: unknown product ID: l-evolutfx-34; lot #: unknown; ubd: unknown; UDI#: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that pre-procedure fluoroscopy of the valve showed overlap to the 3rd node, not passing the 4th node. The valve that overlapped during loading, was the valve that was used for the attempted implant. Once the infold was observed inside the patient, the dcs and valve were withdrawn, and a new system was used and delivered successfully. No adverse patient effects were reported.

Manufacturer narrative:
Updated data: a3b medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Per the physician, the patient's calcified anatomy contributed to the valve infold.

Event description:
Additional information was received indicating that when the valve was married, a third of the valve on the inflow side bent completely backward, potentially damaging the porcine pericardium.

Manufacturer narrative:
Updated: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.